Manufacturer narrative:
Patient information is unknown. (B)(4). It was planned for the device to be explanted during the revision procedure on (B)(6) 2016 but it was not able to be removed. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed adjacent level disc disease at c5-c6 after being implanted with synthes devices at c6-c7. The patient originally had an anterior cervical discectomy and fusion (acdf) surgery at c6-c7 due to degenerative disc disease several years ago. The date of surgery is unknown. The patient was implanted with one cervical spine locking plate, four titanium expansion head screws, and four titanium locking screws. The patient was fused at c6-c7. There was no failure of the existing hardware. The patient returned to operating room on (B)(6) 2016 for an acdf at c5-c6. Due to limited space at the implantation site, the surgeon had to remove the original implants at c6-c7. The surgeon had difficulty removing the fourth locking screw from the expansion head screw. The surgeon used a non-synthes metal cutting drill bit to remove the locking screw. Fragments were generated and not retrieved. The expansion head screw was left in the patient's bone. A thirty (30) minute surgical delay was reported. The procedure was successfully completed without patient harm. Patient status/outcome is unknown. There is no plan to remove the expansion head screw at this time. The patient¿s adjacent level disc disease is being captured and reported under linked complaint (B)(4). This is report 1 of 2 for (B)(4).